Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery during a bolus attempt. The patient's blood glucose at the time of incident was 417 mg/dl. Troubleshooting was declined for the high blood glucose; the customer stated that he forgets to bolus after some meals and his blood glucose increases due to that. The customer changed the reservoir and infusion set and resolved the no delivery issue. The insulin pump was not returned or replaced.